Event description:
This is 1 of 2 reports linked to mfg report numbers: 3005920706-2026-00010. It was reported that while using medihoney (ID 31805), the patient developed infection. Two tubes were used: one was provided by the hospital, the other was acquired in a pharmacy.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The medihoney was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The original complaint mentioned two distinct products, one purchased online from walmart and one provided by a physician. It is unknown which complaint record is for which product. There is no objective evidence, such as photos or returned product, to confirm if the product is legitimate or counterfeit. Integra is aware of illegitimate sales of medihoney online at walmart.com. As medihoney is a prescription only product, there are no legitimate sales of medihoney on online retail platforms. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.